Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to communicate with the ipg following an unrelated surgery. A company representative met with the patient and was able to connect to the patient's ipg, however, the patient was still unable to connect the patient controller and ipg. As such, surgical intervention where the ipg was explanted and replaced to address the issue.